Manufacturer narrative:
Citadel bed frame system instruction for use (IFU, 830.213 rev.13) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ "whether and how to use side rails or restraints is a decision that should be based on each patient's' needs and should be made by patient and the patient's' family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraints use (including entrapment and patient falls from the bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/ or family." Side rail use is not mandatory, the decision to engage side rails is dependent on many factors, including patient fall risk. Based on received information, the equipment malfunction did not directly cause patient fall. To sum up, arjo device failed to meet its specification since locking mechanism failed, however this malfunction did not directly cause patient fall. The device was in use for the patient treatment when the event occurred and from that perspective it played the role. The complaint was assessed as reportable due to allegation of the patient fall.

Event description:
Arjo was informed about side rail locking mechanism failure and patient fall from the bed. It was clarified that side rail would not lock in raised position so it was left in down position while patient was still using the bed. Patient rolled out of bed during the night. There was no injury reported. Bed was evaluated by the technician and side rail malfunction was confirmed - side rail would not stay in raised position.